Event description:
Pump was dropped, leading to a malfunction alarm. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer reset the pump with assistance from technical support and continued using it, with instructions to report any recurring malfunction codes.